Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081535) on 07-dec-2018. The most recent information was received on 24-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure devices perforated fallopian tubes') and embedded device ('one imbedded in my uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included allium sativum bulb (garlic extract), arginine hydrochloride (l-arginine hcl), curcuma longa rhizome (curcumin turmeric), lysine hydrochloride (l-lysine hcl) and vaccinium macrocarpon (cranberry ns). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion hospitalization), feeling abnormal ("brain fog") and fatigue ("exhausted"). The patient was treated with surgery (removal surgery and removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, feeling abnormal and fatigue outcome was unknown. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered fatigue and feeling abnormal to be related to essure. The reporter commented: implant date decripensy (B)(6) 2015. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081535) on 07-dec-2018. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure devices perforated fallopian tubes') and embedded device ('one imbedded in my uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included allium sativum bulb (garlic extract), arginine hydrochloride (l-arginine hcl), curcuma longa rhizome (curcumin turmeric), lysine hydrochloride (l-lysine hcl) and vaccinium macrocarpon (cranberry ns). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion hospitalization), feeling abnormal ("brain fog") and fatigue ("exhausted"). The patient was treated with surgery (removal surgery and removal surgery). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, embedded device, feeling abnormal and fatigue outcome was unknown. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered fatigue and feeling abnormal to be related to essure. The reporter commented: implant date discrepancy (B)(6)2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081535) on 07-dec-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure devices perforated fallopian tubes') and embedded device ('one imbedded in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included allium sativum bulb (garlic extract), arginine hydrochloride (l-arginine hcl), curcuma longa rhizome (curcumin turmeric), lysine hydrochloride (l-lysine hcl) and vaccinium macrocarpon (cranberry ns). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion hospitalization), feeling abnormal ("brain fog") and fatigue ("exhausted"). The patient was treated with surgery (removal surgery and rermoval surgery). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, feeling abnormal and fatigue outcome was unknown. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered fatigue and feeling abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : feeling abnormal, fatigue. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Reporter added. Event : brain fog, exhausted added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081535) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure devices perforated fallopian tubes") and embedded device ("one imbedded in my uterus") in a female patient who had essure inserted for female sterilization. Concomitant products included allium sativum bulb (garlic extract), arginine hydrochloride (l-arginine hcl), curcuma longa rhizome (curcumin turmeric), lysine hydrochloride (l-lysine hcl) and vaccinium macrocarpon (cranberry ns). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion hospitalization). The patient was treated with surgery (removal surgery and removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.